Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and increased pacing impedance. Patient was asymptomatic. Lead revision was recommended. No further information available.

Event description:
New information received indicated that the rv lead was laser extracted because it was not capturing at high output and pacing lead impedance was high, out of range. Under fluoroscopy, the lead was coiled up in the pocket. The replacement went well. The patient did not experience any adverse effects.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.